Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported during deployment in proximal common iliac via bilateral groin, the stent was allegedly jumped into distal aorta. It was further reported that patient was scheduled for surgery to retrieve the stent.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: the physical catheter sample was returned for evaluation, however, an indication for a difficult deployment respectively a stent jumping could not be found. Images documenting the misplaced stent or movies documenting the stent jumping have not been provided. The alleged stent jumping could not be re produced which led to an inconclusive evaluation result. An indication for a process related issue could not be found. Based on the information available the investigation will be closed with inconclusive result. A definite root cause could not be identified. The reported application represents an off label use of the device. Labeling review: in reviewing the relevant IFU for this product the potential issue was found addressed. The IFU states: 'confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end (...) Deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent.' Malposition was found mentioned as an adverse event that may occur. The IFU further states: 'the lifestent xl vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions up to 240 mm in length in the native superficial femoral artery (sfa) and popliteal artery (...)'

Event description:
It was reported that during deployment in the proximal common iliac via bilateral groin access, the stent allegedly jumped into the distal aorta. It was further reported that the patient was scheduled for surgery to retrieve the stent.